Event description:
Surgeon returned bird beak arthroscopy instrument to scrub tech because tip of the instrument was broken. X-ray showed tip was in shoulder of patient.

Event description:
Surgeon returned bird beak arthroscopy instrument to scrub tech because tip of the instrument was broken. X-ray showed tip was in shoulder of patient.